Event description:
Additional information received noted that the noise over-sensing on the right ventricular lead was noted remotely via merlin.net.

Event description:
It was reported that the patient presented in the operating room for a lead revision procedure. The right ventricular (rv) lead exhibited noise over-sensing. The rv lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.